Event description:
Provider was performing a breast biopsy using the sertera needle. When the needle was fired to obtain tissue samples there was very little tissue. There was little to no sample to send to pathology. Provider switched to a marquee device and was able to obtain adequate samples.